Manufacturer narrative:
Unable to prime during prime or compromised forced sensor system test due to faulty fsr (gold). Pump passed basic occlusion and displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin squirt out during manual prime. The customer¿s blood glucose was unknown at the time of the incident. Insulin pump piston continue to move forward after reservoir contact and insulin squired out. No numbers appeared on screen, no beeps heard. Leaving prime not possible. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.